Manufacturer narrative:
The patient's meter and test strips were provided for investigation where they were tested using retention controls. The patient's test strip lot 633112-21 (3 strips; vial no. 00174537). Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The patient's test strip lot 585262-21 (3 strips; vial no. 00055845). Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The patient's alleged results were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek vantus meter serial number (B)(4) compared to a stago neoplastine laboratory method. On (B)(6) 2022 the patient had a patient's meter result of 5.4 inr while at 4:28 p.m. The lab result was 3.7 inr and upon testing in the clinic at 4:35 p.m. The clinic's meter result was 5.1 inr. The patient took fenofibrate on (B)(6) 2022. The strips lot number 63311221 was used for the patient's meter result. On (B)(6) 2022 at 3:16 p.m. The patient had a patient's meter result of 4.3 inr while at 4:15 p.m. The lab result was 3.3 inr and upon testing in the clinic at 4:25 p.m. The clinic's meter result was 4.3 inr. The strips lot number 58526221 was used for the patient's meter result. The patient's therapeutic range was 2.5-3.5 inr. The patient's interval of testing is every 2 weeks. This medwatch will cover the patient's meter. Refer to medwatch with patient identifier (B)(6) for information on the clinic's meter.